Manufacturer narrative:
(B) (4). Device history reviewed. Device history review found the product met specifications when released for distribution. Conclusion code: cause of event cannot be determined. No product was returned. The cause of death is unknown. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event. Without return of the valve, no definitive conclusions can be drawn regarding the performance of the valve. Additional information has been requested regarding cause of death. Should that information be provided, a follow up report will be submitted.

Event description:
Medtronic received information that the patient with this bioprosthetic valve died. The cause of death is unknown at this time.